Event description:
The patient was revised on (B)(6) 2022 due to cuff tear. Approximately 1 years and 3 months after the first surgery. The surgeon explanted 1 eccentric head, 1 3-4 pegs glenoid and 1 double taper. The surgeon implanted 1 humeral cup 135/145° ø36+3, 1 gelnoid baseplate, 1 eccentric glenosphere, 2 locking screw and 2 standard screw.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.